Event description:
A system operator reports a pt with overcorrections following bilateral refractive surgery. This report is for the right eye, the left eye is being reported under MFR report #3003288808-2008-00003. Pt records were received and reviewed. The corneal flap was created by intralase and the pt received a conventional hyperopia with astigmatism treatment with a planned monovision outcome. At 1 month post-op this pt was overcorrected by - .50 diopter and the right eye also exhibited a 2 line decrease in bcva. The surgeon was contacted the following month to obtain data on the pt's current status; however, the surgeon indicated he was unwilling to provide additional info, stating there was no harm to this pt.

Manufacturer narrative:
The territory mgr (tm) evaluated the system and could find no problems. The tm completed a successful system verification. This report mailed to the FDA on: 6/27/2008.